Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's father reported via phone call that he was having (B)(4) issues with carelink. During troubleshooting, customer's father mentioned the customer's blood glucose was 300 to 400 mg/dl. Customer tested negative for ketones. Customer will not be returning the device for analysis.